Event description:
A pronto lp extraction catheter device was used in a patient procedure. Cath lab team was called in over the weekend for a patient with an acute mi. The patient was taken to the cath lab. The patient was found to have an occluded vein graft. Ptca was performed initially without revascularization. Then thrombus aspiration was utilized. After one pass, there wasn't revascularization, so another attempt was made. While pulling back after the second attempt, the catheter became stuck and unable to be removed. After multiple attempts to free the catheter were made, the catheter tip snapped off. The entire wire and the rest of the pronto catheter was removed. Upon removing the catheter, it was noticed that the tip was missing. The radiopaque tip of the catheter was visible on x-ray in the vein graft. There was a post angiogram visualized and the catheter tip was not moving. Decision was made not to attempt to retrieve the catheter tip by the cardiologist. The patient was taken to ICU post procedure. The patient was in stable condition and is still in the ICU at (B)(6).